Event description:
The lens would not position correctly in the pt's eye, due to a distorted haptic. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00204 for the intraocular lens used with this delivery device.